Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. It was also reported that a cartridge alarm 1 occurred. The customer's blood glucose level was 189 mg/dl. A cartridge change was performed resolving the issue. It was then reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy.